Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on 06/25/2021. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not returned. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up 2 MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not returned. The complaint of a detached sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.